Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6 atm for 10 seconds. The device was simply pulled out from the patient's body without any problem. The procedure was completed with another of the same device. No patient complications reported and no problem on the patient's condition post procedure.